Event description:
It was reported that high lead impedance was found preoperatively during a patient's generator replacement surgery. It was reported that during surgery the lead pin was re-inserted to confirm full pin insertion which did not resolve the high impedance. The lead was examined visually and no damage or fluid within the lead was found. A new generator was placed with the existing lead and high impedance continued. The lead was revised and the high impedance resolved. Per the facility's policies, the explanted devices were discarded and therefore will not be returned for analysis. No additional or relevant information has been received to date.